Manufacturer narrative:
The insulin pump was programmed with correct time and date and monitored for 5 days. No time clock anomaly noted. No unexpected a52 alarm noted. The insulin pump passed self test and displacement test. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The caller reported via phone call that the insulin pump alarmed software error. The time on the insulin pump seemed reverted. Troubleshooting was declined. Customer's blood glucose level was 34.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.